Event description:
A retractable (vanish point) 3ml syringe was used to draw up and administer meds to patient. When the nurse administered the meds (contact with skin) they spilled over and the patient did not receive dose. There were two separate events (2 different patients) that this happened. Syringe hit arm and retracted and spilled meds.